Manufacturer narrative:
Images were provided by the customer and confirmed a broken cable at the distal end. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke. The procedure was completed with a backup instrument of another type with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.